Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted a sensor and the transmitter light did not come on; the customer then removed the sensor from his body and the cannula was missing. The patient's blood glucose at the time of incident was between 100 mg/dl and 110 mg/dl. No products were returned as the sensor was already discarded, and a replacement sensor was shipped to the customer.